Manufacturer narrative:
.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer discovered questionable low vitamin d results for proficiency material and one patient from cobas 8000 analyzer serial number (B)(4) when the results were compared to an abbott architect. Of the data provided, only the results for the patient were a reportable malfunction. (B)(6) 2015: 13.1 mmol/l (roche), 39 (abbott). (B)(6) 2015: 15.7 mmol/l (roche), 54 (abbott). (B)(6) 2015: <7.5 mmol/l (roche), 39 (abbott). (B)(6) 2015: 33.9 mmol/l (roche), 87 (abbott) on (B)(6) 2015. The unit of measure for the abbott results was not provided. Information concerning if any erroneous result was reported outside the laboratory or if the patient was adversely affected was requested, but was not provided.

Manufacturer narrative:
A "repeat" sample from the patient was tested on (B)(6) 2015. The result from the roche analyzer was 30 mmol/l. The result from the abbot analyzer was 75. The result by "mass spec" was 36.3.

Manufacturer narrative:
A specific root cause could not be determined as no sample material was available for further investigation. It is noted the roche elecsys result was much closer to the mass spec result which is the reference method for this test.